Event description:
The reporter contacted animas on (B)(6) 2013 alleging a display dim/fading issue. The reporter indicated that the pump screen was going dim very fast for the past 3 months. There is no indication of an adverse event related to this issue. This report is made based on the allegation of the display screen issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display is faded, discolored and difficult to read. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Unrelated to the complaint, the keypad was found to be worn. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.